Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had a surging sensation. The reporter noted that the patient was experiencing intermittent surging stimulation and had been happening for 10 days. It was noted that the patient¿s stimulation used to be consistent. It was noted that there were sensation changes and the patient had to turn the amplitude up to compensate, but then it became too strong. The impedances were ok and the recharging was normal. It was noted that the problem occurred even when laying down or sitting and no fall or trauma was correlated with the issue. It was noted that this was happening very frequently. It was further reported that the patient was receiving effective therapy. The impedances were checked and were within normal range. It was noted that there were no malfunctions. The patient was seen by the health care professional on (B)(6) 2013. It was further reported that the impedance on #14 electrode was over 10 ,000 and was ¿active.¿ it was turned off and the #15 electrode was turned on. The patient was asked to change positions frequently but no surging was reported.